Manufacturer narrative:
The patient subject of the reported event was receiving treatment for esophageal cancer in the gi system. Three thirty second sprays were performed with no issues during the procedure. A steris product specialist and regional sales-healthcare director were present at the time of the event and stated no issues were noted with the function or operation of the trufreeze system and the procedure was completed successfully. The procedure was performed utilizing a rapid a/v catheter. A lot number for the catheter was not provided and the catheter was disposed of. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported a patient experienced a "neurological event" post procedure following the use of a trufreeze system.

Manufacturer narrative:
The log files for the trufreeze console system subject of the reported event were requested for review however, the log files were not available. The steris product specialist performed in-service training on the proper use and operation for trufreeze console system. The steris product specialist also reviewed the instructions for use (IFU) with user facility personnel and the importance of monitoring the patient. No additional issues have been reported.